Event description:
It was reported that during a biomed check, the autopulse platform stopped after performing two compressions. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Manufacturer narrative:
Please note that the following sections have been updated: manufacturer name, city and state. Contact office - name/address/phone number. Manufacturing site address/phone for devices. The autopulse platform in complaint was returned to zoll (B)(4) on 10/04/2013 for investigation. Investigation results as follows: the reported complaint was confirmed during functional testing. Inspection of the device determined that the cause was a defective pca, power distribution board. Upon replacement of the defective board, the platform passed all testing criteria.